Manufacturer narrative:
No RMA has been initiated for this issue. Model ct6, serial number/date (B)(4) is approximately 3 years old. The owner's manual part number 1134872 rev c, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumers medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Customer states "crossfire has broken in 6 different places, including the riggings. The chair slopes to the side and due to this, he has damaged his back and is taking pain medication due to the injuries caused by the chair. Was in a car wreck in 2001 and he also called 2 years ago when the seat frame broke on the chair." However, he had the frame welded then which voided the warranty. Customer also states "that due to the injuries caused by the wheelchair, has has sought an attorney." Minor injuries alleged.